Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The device was received with the burr and 1cm of the coil separated. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the coil was stretched and broken at 1cm from the burr. Product analysis confirmed the reported event, as the coil was stretched and broken at 1cm from the burr.

Event description:
It was reported that tip detachment occurred. A rotapro 1.50mm atherectomy catheter was selected for an atherectomy procedure. During withdrawal of the rotapro 1.50mm the tip of the device detached outside the patient as the rotawire was removed. The procedure was completed with another rotapro catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The device was received with the burr and 1cm of the coil separated. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the coil was stretched and broken at 1cm from the burr. Product analysis confirmed the reported event, as the coil was stretched and broken at 1cm from the burr.

Event description:
It was reported that tip detachment occurred. A rotapro 1.50mm atherectomy catheter was selected for an atherectomy procedure. During withdrawal of the rotapro 1.50mm the tip of the device detyached outside the patient as the rotawire was removed. The procedure was completed with another rotapro catheter. No patient complications were reported.